Event description:
Customer reported no delivery alarms on his insulin pump. Customer's blood glucose is 284 mg/dl. He has not treated. Customer was educated on possible causes of the alarm. Customer avoids scar tissue. He does not use proper serter procedure. Customer was advised to try other possible remedies, such as different cannula lengths. He was advised to monitor the device and call back if needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).